Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4).